Event description:
Pt for radioactive seed placement for cancer of prostate treatment. Upon removal of needle, noted tip, approx 4 cm, broken off. On routine radiologic study to verify seed placement, noted tip and 4 pd-103 seeds in perineum. Pt required surgery (needle localization, fluoroscopy guided) to remove tip and misplaced seeds.